Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issue with insulin pump. The customer blood glucose level was 1.9 mmol/l at time of incident and current blood glucose level was 21 mmol/l and treated with food. The customer was assisted with troubleshooting. Based on customer report customer did not allege insulin pump was over delivering. Customer reports programming was accurate. Based on customer report proceeding in troubleshooting, customer alleging possible insulin pump was over delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy and displacement test. Device functioning properly during testing. (B)(4)..